Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was attempted to be placed in a 58-year-old male with cardiogenic shock (cgs) for hemodynamic support. The initial attempt was aborted due to difficulty advancing the pump through kinked vessels, raising concerns about potential vessel injury or pump damage. The device was removed and replaced with another impella cp, which was successfully inserted through a different puncture site. The patient remains on support with the second device. Based on the available information, the reported inability to place the device and the need for replacement are most likely related to vascular anatomy and calcification rather than any device-related issue. Vessel calcification can impede catheter passage and increase procedural complexity, providing a plausible explanation for the event independent of impella performance. Case is being conservatively reported as a serious injury due to the patient requiring a corrective invasive procedure in which the impella cp was replaced but no causal relationship between the device and the reported events has been identified.

Manufacturer narrative:
B1 selection was added as it was omitted from the initial reported that was submitted. D4 primary UDI number was added. D9 device was returned and date received was added. H6 medical device problem code was changed from a150201 and a01 to a150204. Type of investigation and investigation findings codes were updated due to the device being returned. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.